Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were intact. Top case was cracked by the left bottom corner. Screw boss inside the left plunger case was cracked. No visible contamination. Syringe plunger not in place was found in the history. Syringe plunger not in place found during syringe test. The root cause of the reported issue was found to be broken off from the plunger board. Plunger board came off the glue. Replaced plunger board.

Event description:
It was reported that the plunger printer circuit board (pcb) issue occurred. No patient injury was reported.